Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. As received, the trunk cable connector was severed and the wires inside the cable were broken. The cause of the code 204 is the damaged connector and wires. The root cause of the damaged connector and wires is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204.